Event description:
Event reported by attorney. The legal complaint states the following. Patient had desara implanted on (B)(6) 2008. Patient had a long standing difficulty with stress urinary incontinence prior to the mesh implantation procedure. On (B)(6) 2008, patient went to the emergency room for swelling and discomfort from the left side wound with some drainage. She had slight chills, but no fever. Patient was started on cipro and should follow up with her surgeon. On (B)(6) 2008, patient followed up with her doctor and had obvious cellulitis and drainage of purulent material. She was admitted to the hospital for IV antibiotics and removal of the sling. She left in good condition. Patient claims chronic pelvic and vaginal area pain, sharp abdominal pains, frequent urinary tract infections, vaginal infections, vaginal discharge, chronic urinary leakage and excruciating pain during intercourse. She has also suffered psychologically and emotionally. No further information is available at this time.